Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. All other measurements were in range. No intervention was performed. The patient would continue to be monitored.